Event description:
The customer reported that the sound is not working.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the sound is not working. There was no reported patient impact / injury.